Event description:
Device 3 of 4. Reference MFR report: 1627487-2013-07437, 07438, 07440. It was reported the patient was experiencing overstimulation spikes with the stimulation which were causing pain. The patient found one functional program and kept the amplitude low. The sjm representative met with the patient for reprogramming and determined the increase in intensity was felt at the ipg pocket and the abdomen. At the appointment the patient also reported a heating sensation at the ipg site. It was unknown if the heating was related to the charging system. Diagnostic testing identified the patient had several contacts with low impedances. Reprogramming was able to provide effective stimulation, however, the physician stated he would explant the scs system if the issue happened again. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.